Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple alarm. The customer's blood glucose level was unknown. The customer stated that troubleshooting was performed for the insulin pump error alarm and they were unable to clear the alarm but complete the rewind the pump. The self test was performed and it was passed. The device will be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed the rewind, a21 error test and displacement test. No unexpected e13/a13 alarm anomalies noted. No unexpected a17 and a21 alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).